Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device difficult to use "my right one went in just fine but the left one coiled out". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: newly added events- medical device removal, device removed, essure insertion and removal date was added, product indication was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 38-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device difficult to use "my right one went in just fine but the left one coiled out". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per pif date of insertion was updated-(B)(6) 2015 to (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essure devices with both fallopian tubes being closed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device difficult to use "my right one went in just fine but the left one coiled out". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per pif date of insertion was updated to (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essure devices with both fallopian tubes being closed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample, most recent follow-up information incorporated above includes: on 28-apr-2021: pif received :reporter information and rcc were added. Removal date was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.